Event description:
Complaint received that the screw holding the hook to the sling bar had fallen off. No injury alleged.

Manufacturer narrative:
A follow up report will be sent once the evaluation is complete.